Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that wire fracture occurred. An accustick ii was selected for use. During the procedure, it was noted that the .018 guidewire tip became fractured and was left embedded in the patient's abdominal wall. It was noted there was "no patient harm."